Event description:
It was reported that the customer was hospitalized for dka. The cause of the event could not be determined by the md. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The customer was educated on the two hbg rule. It was indicated that the customer will try a different type of infusion set.